Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. The procedure was a transfemoral approach and no issues were noted with the right femoral access. No predilatation balloon was performed. Patient had a non-abbott device in the non coronary cusp and wire access was obtained in the left ventricle with a non-abbott device catheter and straight coronary wire; this was then exchanged out for an extra small non-abbott device left ventricular coronary wire which was inserted into the left ventricle. The flexnav delivery system with the 27mm navitor loaded was inserted into the patient and travelled through the vasculature and across the annulus with no cardiac rhythm changes. The deployment of the navitor valve commenced and at 80% deployed and it was noted that the patient went into a 2:1 heart block rhythm. Full deployment of the valve continued and the valve looked at in an optimal position. The valve was deployed fully. The final implant depth of the valve was noted as non-coronary cusp (ncc) 5mm and left coronary cusp (lcc) 5mm. It was noted when the aortogram was performed that there was paravalvular leak on the anterior leaflet on the echocardiogram. A post dilatation balloon was performed with a non-abbott device. The patient's paravalvular leak improved, however, it was noted that the patient was now in complete heart block and needed to have his temporary pacing at 60bpm. Patient otherwise remained hemodynamically stable and transcatheter heart valve functioned as expected. Temporary pacing wire remained in the patient and was woken from conscious sedation and taken to recovery. Later that evening the patient received a permanent pacemaker. Patient recovered well and was discharged home.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10. An event of paravalvular leak and complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 27mm navitor valve was selected for an implant. The procedure was a transfemoral approach and no issues were noted with the right femoral access. No predilatation balloon was performed. Patient had a non-abbott device in the non coronary cusp and wire access was obtained in the left ventricle with a non-abbott device catheter and straight coronary wire; this was then exchanged out for an extra small non-abbott device left ventricular coronary wire which was inserted into the left ventricle. The flexnav delivery system with the 27mm navitor loaded was inserted into the patient and travelled through the vasculature and across the annulus with no cardiac rhythm changes. The deployment of the navitor valve commenced and at 80% deployed and it was noted that the patient went into a 2:1 heart block rhythm. Full deployment of the valve continued and the valve looked at in an optimal position. The valve was deployed fully. The final implant depth of the valve was noted as non-coronary cusp (ncc) 5mm and left coronary cusp (lcc) 5mm. It was noted when the aortogram was performed that there was paravalvular leak on the anterior leaflet on the echocardiogram. A post dilatation balloon was performed with a non-abbott device. The patient's paravalvular leak improved, however, it was noted that the patient was now in complete heart block and needed to have his temporary pacing at 60bpm. Patient otherwise remained hemodynamically stable and transcatheter heart valve functioned as expected. Temporary pacing wire remained in the patient and was woken from conscious sedation and taken to recovery. Later that evening the patient received a permanent pacemaker. Patient recovered well and was discharged home.